Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues that would have contributed to the reported events. A specific cause for the reported events could not be conclusively determined through this evaluation. No device issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 8.0¿ from the pump header. The distal portion of the pump cable was also returned measuring approximately 13.0 from the inline connector. The modular cable was also returned with the device. The sealed outflow graft, outflow graft bend relief, and graft hardware were not returned. The apical cuff was not returned. The cuff lock appeared unremarkable. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-041344 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection) and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurrent pseudomonas bacteremia that possibly started at the driveline exit site, initially noted in (B)(6) 2025 requiring IV cefepime for 4 weeks and surgical debridement. The patient was transitioned to ciprofloxacin 750mg twice a day ending on (B)(6) 2025. There was a breakthrough pseudomonas infection at the end of (B)(6) 2025 requiring peripherally inserted central catheter (pcc) placement on (B)(6) 2025 and 3 weeks of cefepime therapy for pseudomonas infection. There was another breakthrough pseudomonas infection with hospitalization from (B)(6) 2025 through (B)(6) 2025. Broad spectrum antibiotics was initiated with discharge on cefepime 2g IV every 8hrs, surgical debridement on (B)(6) 2025, wound vacuum applied for nearly a month. Acute kidney impairment (aki) that may have been secondary to antibiotics requiring admission in (B)(6) 2026. Antibiotics were transitioned over to meropenem and then piperacillin/tazobactam. The patient began dialysis on (B)(6) 2025 for uremia with improvement in the aki and mentation symptoms. Dialysis permacath placed on (B)(6) 2026. The patient was eventually discharged on (B)(6) 2026 on dialysis and IV antibiotics. The patient met with the transplant infectious diseases provider on (B)(6) 2026 and reported that the driveline exit site healed well. Given this, it was recommended for the patient to transition from IV antibiotics to oral ciprofloxacin 500mg once daily taking after dialysis-on-dialysis days for chronic suppressive therapy. The patient later recovered renal function to the point that dialysis was no longer required. Removal of dialysis catheter and PICC line done during patient returned clinic visit in (B)(6) 2026. The patient underwent a transplant on (B)(6) 2026.